Event description:
The customer reported that the tubing at wire marker wm207 of the coulter lh 750 hematology analyzer was disconnecting while processing samples. The customer indicated that approximately 10 ml of fluid leaked and was not contained within the instrument. The customer was wearing personal protective equipment consisting of gloves and a laboratory coat at the time of the event and no injury or exposure was reported. No erroneous results were generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
A beckman coulter customer technical support (cts) assisted the customer with troubleshooting over the telephone. The customer discovered that the tubing at wire marker wm207 at port 7 of the blood sampling valve (bsv) was disconnected. The customer proceeded to cut the end of the loose tubing and reconnected the tubing to resolve the leak. The customer also cleaned the fluid which had leaked onto the alignment bar of the bsv. The customer has not reported a recurrence of the event as of (B)(4) 2013. The cause of the leak is attributed to a disconnected tubing at wire marker wm207; the customer was able to resolve the leak with the assistance of the cts over the telephone. A beckman coulter field service engineer (fse) was not dispatched to the customer's site for this event. (B)(4).